Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.